Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error, following a bath. The customer's blood glucose was 3.2 mmol/l. Customer reportedly reverted to injections. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.